Manufacturer narrative:
The insulin pump passed displacement test and self test. Adjusted the audio options audio volume 1-5 and verified audio tone does adjust accordingly. Pump error 63 alarm noted in pump history. Problem isolated to electronic assemblies. Variable info = 00 the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 9.5 mmol/l. Customer was able to successfully clear the alarm. Customer did not receive request to rewind the insulin pump. Customer stated that fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.